Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that the up arrow and down arrow keypad buttons were intermittently unresponsive and required several hard presses to elicit a response. All other keypad buttons responded appropriately and spring back or click normally. There was evidence of keypad contamination found under key contacts and no hypersensitive or inverted keys were observed.

Event description:
Patient reported within last day or two the ok and both up and down buttons are sticky and hard to press. During the call she mentioned it took awhile for the buttons to respond. During call she said they don't respond as well, she said it is taking time. Keypad is intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.